Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted for syncope. Upon interrogation, it was noted that the pacemaker exhibited oversensing on the right ventricular channel. The patient was discharged. No further information was available.

Event description:
New information received notes that the oversensing was resolved by reprogramming.